Manufacturer narrative:
(B)(4). Concomitant medical products: product ID: 3889-28, lot#: va20l1n, implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: lead. Product ID: 3889-28, serial/lot #: (B)(4), ubd: 17-jun-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the lead was revised (B)(6) 2020, lead was being revised due to migration. The hcp discarded the lead as there were no other issues with it, just the migration, no contributing factors. Patient weight was not going to be disclosed due to patient privacy. The new lead is functioning as expected with no issues. No further complications were reported or are anticipated.